Event description:
It was reported that the right atrial (ra) lead in the bipolar configuration was undersensing p-waves. It was noted that the patient was in atrial flutter and with the undersensing no mode switch had occurred. Testing was able to get 1.4 millivolt p-waves and markers with the ra lead unipolar sensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).